Manufacturer narrative:
Our (B)(4) affiliate is attempting to obtain additional information. The product in question is not available for return and the lot number is unknown. If additional information is received, will report within 30 days of receipt. (B)(4). Device not returned. No evaluation will be performed. No conclusions can be drawn.

Event description:
Information received from our (B)(4) affiliate. On (B)(6) 2011, a patient who wore acuvue oasys contact lenses reported experiencing and being treated for a medical adverse event. The patient reported being instructed to d/c contact lens wear for 2 months. On (B)(6) 2011, the treating eye care professional (ecp) provided additional information. The ecp confirmed the patient presented (B)(6) 2010 with c/o pain in the right eye (od) and that the lens was "difficult to remove" two days prior to presenting to ecp. The ecp noted prominent injection ou and a corneal ulcer about 4mm in size located in the upper region of the "pupillary zone." The ecp commented the "corneal ulcer seemed to have been caused by improper cl handling" and "the pt's cl wearing hours must have been extremely long." The patient was instructed to d/c contact lens wear and prescribed 2 types of antibiotics (product names not provided by ecp). F/u (B)(6) 2010: mild iritis od, believed to be associated with the corneal ulcer. F/u (B)(6) 2010: mild iritis remained od. The patient was instructed to continue to d/c contact lens wear. F/u (B)(6) 2010: "symptom didn't fully resolve." The patient has not returned to the clinic since (B)(6) 2010. No additional information is available at this time.